Event description:
The pt reported the ins is turning on and staying at high settings when he goes through store entrances; the unit is behaving like a previous unit when it was near end-of life. Additional info has been requested from the physician. A follow-up report will be sent if additional info is received.